Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences in her sensor glucose and blood glucose reading. The sensor glucose reading was over 400 and blood glucose was over 447 mg/dl. Troubleshooting found the customer had given herself a normal bolus instead of a dual/square bolus. The customer also stated she had been getting a lot of threshold suspend alarms. She also stated she had treated her high blood glucose with a bolus. Troubleshooting did not find any malfunction with the insulin pump or reservoir. The customer's insulin vial was also clear. No additional information was provided.